Event description:
The rptr stated that rptr did back to back blood glucose testing. The results were 103, 134 and 198 mg/dl. Rptr did not have any symptoms. On followup, rptr stated that the first test did not have enough blood, the second contained too much, and the third test appeared accurate. (Rptr is on coumadin, recovering from a stroke, and blood coverage is difficult to control.) Rptr has been using surestep pro test strips from the va hospital. Control solution tests were 121 and 122, within range (82-124). Meter was set incorrectly. No harm was alleged.